Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported that the aorta at renal artery is 24 mm in diameter. The length of proximal aortic neck is 19.5 mm, the aortic neck angulation is 62.6 degree, there is moderate tortuosity, and moderate calcification. The bifurcated stent graft was implanted however, the angiogram revealed that it was implanted a few mm lower than intended. The cause of the inaccurate implantation of the stent graft is related to the aortic neck angulation. The physician elected to implant an endurant 32x32x49 aortic cuff and the proximal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: angulation of the aortic neck greater 60 degree.